Event description:
The customer reported via phone call that she was waiting for her replacement insulin pump. Her blood glucose level was over 400 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No cosmetic damage noted.